Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient monitor presented with speaker was not working or had no sound with inop speaker malfunction error displayed. Patient involvement is unknown at the time of report.